Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device was used for a patient who underwent percutaneous coronary intervention (pci) via the right femoral using a 6fr sheath. After using the angio-seal device, the operator found minor bleeding from the puncture site. Manual compression was applied. A hematoma and ecchymosis was present. The operation was finished successfully. The patient was in stable condition. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.